Event description:
Prior to inserting the neuron max 088 into the patient, the physician had issues with the valve rotating off the catheter. The physician tried to tighten the valve, but it was still loose. The physician then switched to another company's product. There was no patient injury.

Manufacturer narrative:
Device investigation: results: the catheter has a kink in the proximal shaft 6.8 cm from the hub shaft joint. The crosscut valve was connected to the lure fitting. The insertion guide was introduced into the crosscut valve and moved distally. Slight friction was experienced as the guide moved past the kink site and then was completely inserted. The guide was snapped into place and then removed several times. The connection between the hub and the crosscut valve remained secure. The catheter is damaged but functional. Conclusion: the loosening of the crosscut valve noted in the complaint could not be duplicated. The kink appears to be an artifact of post procedural handling and shipping. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.